Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was not reported. The patient was not hospitalized for the event. Treatment and the patient outcome were not reported. On an unreported date, extraneal and physioneal therapies were discontinued and the patient was switched to hemodialysis. Additional information is not available.